Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device was "overheating and getting warm to the touch" during routine inspection. The device was not used in surgery. There was no injuries or medical intervention reported. There was no additional information provided.